Event description:
It was reported that last year the patient was so busy they missed their refill. The patient told their spouse about hearing a sound and realized the patient was referring to the pump alarm. They missed the refill by 3 months. The pump was used to deliver baclofen and dilaudid. No patient symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n232986, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information later received reported that the alarm had been due to the pump being empty.